Manufacturer narrative:
Updated field: b4, d8, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 after doing 3 gfe we haven't received any information. Patient unable to tolerate going to 1:2 frequency per nurse. Nurse changed to a different pump with no issue. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use cs300 intra-aortic balloon pump (iabp) with a low vacuum alarm. No patient harm or injury reported